Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 1,000 mg/dl and customer was admitted to the hospital. Intravenous insulin was administered and elevated bg was resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Customer alleged pump stopped insulin delivery. Pump history was reviewed with tandem technical support and no alarms pertaining to insulin delivery were observed. Customer declined to upload pump data for further review. Customer reverted to using manual injections for insulin therapy.